Event description:
Healthcare professional reported "deflation." Healthcare professional later reported "valve leakage" and "plug strap separated." Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damage: not observed. ¿ deflation: observed broken assessed as surgical damage and missing piece of shell and patch assessed as inconclusive. ¿ plug strap separated: not observed. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "valve leakage" and "plug strap separated." Device has been explanted.